Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged having a blood glucose (bg) of 474 mg/dl with nausea/vomiting. During troubleshooting, the patient admitted to suspending and resuming the pump several times on that day. Patient received no unusual treatment and remains on the pump. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia and customer support attributed the bg excursion to a training misuse issue.